Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in several instances of inappropriate shock across several episodes. Boston scientific technical services (ts) reviewed available device data noting inappropriate therapy had been delivered in all vectors by the time of review. Both primary and secondary sensing vectors exhibited noise while there was apparent loss of detection in the alternate vector. Some instances of noise appeared consistent with myopotentials while others were suspected to be of a different origin due to observed amplitude changes. Ts suggested there were no suitable programming options to resolve the issue and advised additional evaluation and potential system revision. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating the physician has no plans to revise the implanted system. The device remains programmed to secondary sensing vector and the patient will continue to be routinely monitored. This system remains in service.